Event description:
It was reported that the patient experienced erectile dysfunction issues after the treatment of the apical lobes of the prostate. It was noted that the delivery device performed as intended during use.

Manufacturer narrative:
B3. Date of event: actual event date is unknown. Investigation summary: based on the information available boston scientific (bsc) concluded, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with a water vapor therapy procedure and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms erectile dysfunction was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that the patient experienced erectile dysfunction issues after the treatment of the apical lobes of the prostate. It was noted that the delivery device performed as intended during use.